Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd insyte¿ autoguard¿ IV catheter experienced needle through catheter. The following information was provided by the initial reporter: catheter banding and rupture during use.

Manufacturer narrative:
Our quality engineer inspected the photograph submitted for evaluation. Bd received one photograph of a 20g insyte autoguard unit which displayed the catheter partially removed from the needle. The needle tip was protruding through the side of the catheter tubing. The catheter was bent at the location where the needle protruded through the tubing. What appeared to be blood residue was observed within the catheter and adapter, which indicates the product was used. Your reported issue was confirmed as the needle is visibly piercing through the catheter wall. As the unit is observed to have been used, it is unlikely that the damage occurred during manufacturing. Had the defect occurred during manufacturing, the condition of the catheter and needle would render the device unusable. It is likely that the needle and catheter were inserted far enough to access the vessel, after which the needle was retracted and reinserted to puncture the catheter. Please refer to the IFU(instructions for use) which indicate that if the needle is partially or completely withdrawn from the catheter tubing during insertion, do not re-insert the needle into the catheter tubing as damage may occur. A device history record review could not be performed as the lot number is unknown. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We appreciate you taking the time to bring this observation to our attention. We regret any inconveniences this incident may have caused you and your facility.

Event description:
No additional information.